Event description:
It was reported that the right atrial lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.